Event description:
It was initially reported that a recently re-implanted vns patient was referred for pocket revision due to unknown reason. Follow up with the treating surgeon revealed the reason for revision was due to the patient being very thin and had the implant located axiliary and the lead wire was pushing against the skin which was uncomfortable for the patient. No patient trauma or manipulation had been reported that could have contributed to the reported event.